Event description:
On (B)(6) 2025, a user called concerned they may have stopped a meal bolus or accidentally chosen a larger meal announcement. Report confirmed a ¿more than breakfast¿ meal was selected, followed by an "insulin occlusion" alert. Review showed a prior low blood glucose (bg) of 54 mg/dl lasting 2.5 hours overnight, treated with 5 glucose tabs and oatmeal. During troubleshooting, the user disclosed their steel infusion set had not been changed since (B)(6) 2025, as their daughter¿who usually assists¿was unavailable. The insulin delivery was blocked due to occlusion. Fingerstick bg was 226 mg/dl while ilet displayed 274 mg/dl. On (B)(6) 2025, the agent noted from the bionic report that the user's bg returned to 164 mg/dl. The highest blood glucose (bg) recorded was 226 mg/dl. Bg could not be corrected at the time due to the occlusion. The ilet did not alert for high or low bg. Outside assistance was attempted by spouse. No medical intervention was required, and user reported feeling fine at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.